Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced presyncope and presented remotely via merlin.net. Upon investigation, pacing inhibition due to oversensing was noted. The oversensing appeared to be a result of myopotential oversensing. Programming changes were recommended. No other patient symptoms were reported.

Manufacturer narrative:
Correction: h6-initial patient codes did not correctly reflect the reported presyncopal symptoms.

Event description:
Additional information received noted that the patient received programming changes that addressed the oversensing. The patient was stable.

Manufacturer narrative:
Additional information: b5.